Manufacturer narrative:
Based on the provided preliminary investigation, there are no indications of material or manufacturing failures. The density was measured on the fragments of the ball head which were found to meet the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production also. There are no indications of any pre-existing material defects. Secondary metal transfer patterns can be found on the fragment of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. Primary metal transfer in the conus of the ceramic ball head can be found in a variety of intensity in the whole circumference. This indicates an interference of the interface between metal shaft and the ceramic ball head. Both primary breakage surfaces were identified; however, due to secondary damages the area of the beginning of the breakage cannot be identified. Primary regular metal transfer on the insert can not be found equally distributed. On the polished surface of the ball head and on the inner surface of the insert a clear defined wear area is visible. It cannot be verified if these areas were generated before or after the head breakage. An interference between the metal shaft and the ceramic ball head could lead to an increased stress situation in the ball head and raise the risk of breakage. Corrective/preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) . 12 year post operative break of ceramic head.